Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, causality, treatment data, discharge summary, medications, medical history) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, which warranted antibiotic therapy. The etiology of the patients¿ peritonitis (or any associated complications) could not be determined; therefore, causality could not be established. However, there is no record the patient or pdrn requested a replacement liberty select cycler, nor was any malfunction or deficiency of a fresenius device(s) and or product(s) reported. However, it should be noted that limited clinical information precluded a more comprehensive medical assessment. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set cannot be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. However, given the lack of clinical data, treatment data, and no evaluation of the fresenius product(s) and/or device(s), the liberty cycler set cannot be excluded from having a possible causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, causality, treatment data, discharge summary, medications, medical history) were unsuccessful.